Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the pilot valve for the manifold was contaminated. Additional malfunctions include the o-rings for the manifold were defective, the intake filer for the sound box was missing, and the tie strap for the sieve beds was faulty.